Manufacturer narrative:
The pump passed the displacement test and the self-test. No unexpected pump error 53/15/4 alarm noted during testing. Successfully downloaded history files and traces using thump. (4) pump error 53 alarms found in the pump history file/trace on 14-jul-2025 at 18:55:38, 18:58:39, 19:01:07 and 19:03:54. Pump error 53 alarm due to software error (line number 1299 file number 709). Pump error 15 alarm found in the pump history file/trace on 14-jul-2025 at 17:36:09. Pump error 15 alarm due to software error (line number 442 file number 38). Pump error 4 alarm found in the pump history file/trace on 14-jul-2025 at 19:01:07. Pump error 4 alarm due to software error (line number 2690 file number 32122). "Pump error 53 is known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure ( pump error 15). After rf driver crictical data check failure during one minute periodic test, cgm can not be connected. Ram data is re-initialised, and pump restarts and works correctly, user has to pair ble devices again. When pairing cgm at last steps of cgm connection pump restarts with system_sw_error. Pump error 4 was the consequence of pe53 and was expected". Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ test p-cap locked properly into reservoir compartment during testing.¿the following were noted during visual inspection: minor scratched lcd window and scratched case. Pump error 53/15/4 alarm due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 4 alarm (the motor arm cannot communicate with the main arm), pump error 15 alarm (the critical block and inverse critical block did not add to zero) and pump error 53 alarm (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.